Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) ha d to be manipulated because it would not traverse the great arch with ease. The manipulation of the dcs caused a tear in the descending aorta and the patient subsequently died due to the major vascular complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.